Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-operative diagnosis: degenerative disk disease of cervical spine. Patient had both pain <(>&<)> symptoms of neurological deficit. For which patient underwent anterior cervical diskectomy and fusion (acdf). Intra-op, while implanting, the implant was impacted as per steps of surgical technique for a snug fit. Surgeon was not happy with the positioning of the implant. Implant was slightly retracted back <(>&<)> again impacted on. During this procedure the posterior half of the implant broke. More than half of the 'I' of 'I-beam' designed implant got separated from the anterior elements of the implant. The product came in contact with the patient. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirmed the implant is broken at the base of the vertebral spacer portion of the implant, with asymmetrical deformation at the top and bottom of the face of the implant, consistent with significant impaction forces during attempted implantation. Microscopic examination of the fracture identified a fairly brittle fracture surface, with rays emanating from the origin of crack propagation, and the inserter threaded hole stripped to the depth of the fracture surface. The above observations are consistent with overload during attempted insertion of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.